Event description:
Pt was on ventilator at time of death. Oximeter was in the home but can't verify if pt was using at time of death. Download was done on ventilator after we received back from pt's caregiver.